Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the customer had issues with firing a sureform 45 stapler instrument with a green sureform 45 stapler reload. A black sureform 45 stapler reload was subsequently used but the customer was not able to fire it as the tissue was too thick. The customer thought it was a "user problem" and discarded the sureform 45 stapler instrument and reloads. The patient reportedly suffered from a bowel leak. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the instruments and accessories were inspected before the procedure and there was no damage found. There were some loose staples that dropped into the patient from the first firing. The stapling issue occurred during the stapling of the rectum. When the green sureform 45 stapler reload was used, the stapler instrument could not clamp at all and a ¿tissue too thick to fire¿ error message appeared. After changing to a black sureform 45 stapler reload, there were clamping issues and a ¿tissue too thick to fire¿ message again. The black sureform 45 stapler reload did not fire despite re-positioning the stapler instrument multiple times. A backup laparoscopic endo-gia stapler was used to complete the firing. According to the surgeon, the target tissue was previously exposed to radiation and there was tissue bunching during the stapling. There was no tissue tension and no bleeding seen due to the stapling issue. There was a 45-minute time delay due to the stapling issue. On the 3rd post-operative day (pod), the patient had a bowel leak, and the patient underwent an emergency laparotomy procedure. The entire left colon was found to be necrotic and a permanent stoma was created for the patient. The surgeon believes that the cause of the leak was due to patient anatomy, tumor location, irradiated tissue, and a malfunction of the da vinci stapler/reloads.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined as the instrument and reloads were discarded by the site and are not available for evaluation. In addition, the cause of the post-operative complication cannot be determined. Patient anatomy, tumor location and irradiated tissue were stated as possible causes for the bowel leak by the surgeon. If additional information is received, a follow-up MDR will be submitted. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: the logs show that sureform 45 stapler instrument (part #480445-04, lot #l91210728-0010 was installed 7 times and fired 4 reloads (2 black followed by 2 green). All firings were completed per the logs. Firing #3 had one pause for compression, the other firings had no pauses. The stapler instrument had 19 incomplete clamps in 25 clamp attempts across all installs. Twelve of those incomplete clamps came on a single install using a black reload (5th overall install), where the instrument never completed a clamp on that specific install. The incomplete clamps display a ¿tissue too thick to fire¿ message. No image or video clip for the reported event was submitted for review. No additional complaints for the product were identified. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, in a patient with previously irradiated rectum, the customer received a "tissue too thick to fire" error message while attempting to staple the rectum with a green sureform 45 stapler reload. At the time the event occurred, the stapler could not clamp. The customer upsized to a black reload and there were clamping issues again. The customer received "tissue too thick to fire" error message again. A backup laparoscopic endo-gia stapler was then used to staple the rectum. On the 3rd pod, the patient had a bowel leak, and underwent an emergency laparotomy procedure. The entire left colon was found to be necrotic and a permanent stoma was created for the patient. The causes of the customer reported failure mode and post-operative complication are unknown. Note: refer to MDR with patient identifier (B)(6) for information regarding the black sureform 45 stapler reload involved with the reported event.

Manufacturer narrative:
On 23-feb-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event: the ¿seam¿ was referring to the staple line. The surgeon performed an end-to-side anastomosis using a circular stapler (a 3rd-party manufacturer instrument). The ¿user fault¿ which caused the intra-operation complication was referring to "choosing the wrong reload color," using a sureform 45 stapler instead of a sureform 60 stapler because of the space and patient anatomy which was not suitable for this procedure. The surgeon indicated that patient anatomy, tumor location, and radiated tissue were the cause of the post-operative complication(s). In regards to the patient anatomy, the customer explained that the patient's bmi of 55, and the rectum being so large, bulky and thick due to (suspicion of) diverticulitis contributed to the post-operative leakage. A video of the procedure was reviewed by the customer and it was noted that "staples came loose only when successfully fired a half of a reload." The customer was unable to confirm if there was additional tissue removal due to the stapler firing issue. The patient had previous bowel surgery prior to undergoing the da vinci-assisted low anterior resection procedure, but the surgeon is unable to share the patient's past surgical history due to data privacy.

Event description:
Refer to h10/h11 for follow-up information.